Event description:
It was reported via user-facilities report by the FDA. Event desc: pt with femur fracture right midshaft was undergoing closed statically locked femoral rodding when the ball-tipped guide wire broke off in the pt during the procedure. The physician was unable to retrieve the guidewire and elected to leave it in. The staff did not save the broken piece and were reminded of the requirement. There was no injury to the pt. Did this event involve an electrophysiology? No. What was the original intended procedure? Closed statically locked femoral rodding.

Manufacturer narrative:
Device will not be returned. Discarded by hosp. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.